Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on post operative laparoscopic lower anterior resection, a leak occurred at staple line. The incision was extended for more than one inch. The laparoscopic procedure was converted to open unrelated to device problem. The surgeon felt that he needed to open to get to the staple line leak. Instead colostomy creation was done to resolve the issue.